Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) the 3.0x200mm armada 18 referenced is being filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the anterior and posterior tibial arteries with mild calcification. Two different armada 18 balloon catheters (2.0 x 120 mm and 3.0 x 200 mm) were used in the procedure. During preparation of two balloon catheters inside the patient, blood was observed coming back into the inflation device. Despite the sign of a leak, both balloons were used successfully and maintained pressure at 8 atmospheres for several inflations; each inflation lasting 3 minutes, with no escape of contrast noted. There was a great final outcome. When the devices were removed from the anatomy there was blood observed in the inflation lumen of both catheters. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The leak was not confirmed. The investigation was unable to determine a conclusive cause for the reported leak. The armada 18 instruction for use instructs how to prepare the balloon prior to insertion into the anatomy. Although the balloon was reported to be prepared inside the patient, this does not appear to have contributed to the reported leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.